Manufacturer narrative:
The affected device was discarded and therefore not available for technical analysis. The pictures of the device after procedure show that the clip was not on the cap and that the white application ring has moved forward to the edge of the cap. This indicates that there was no problem with the application mechanism. As the user reported that the clip was not applied to the target tissue, it can be assumed that the clip fell off in the stomach. Clip application at the target site was not verified by the user prior to tissue resection. No indication of a product malfunction or a deviation from product specification can be found. When the clip application is not verified prior to tissue resection, a perforation can occur. As stated in the instruction of use, the clip application must be verified by the user before tissue resection. The risk of causing a perforation is indicated in the instruction of use. Moreover, it is addressed in the user trainings to verify successful clip application before resection of target tissue. Note: this report is a retrospective submission of complaints from the year 2021.

Event description:
It was reported that the gastroduodenal ftrd was used to treat a gist in the stomach. Successful clip application was not verified prior to tissue resection. The resulting perforation was closed with clips within the same procedure. The patient stayed in hospital overnight and recovered well.